Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: the reported shaft separation of the xience prime delivery system cannot be confirmed via the provided images. Two stents were introduced into the anatomy, both of which were deployed. There are no repetitive shots of positioning showing difficulty in crossing the lesion although it is probable that this did occur based on the tortuosity and calcification present within the artery. A shaft separation of the proximal shaft would not ever be viewed within the angiogram images as it happens outside of the frame of the fluoroscopy. The investigation determined the reported events appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the xience prime stent delivery system (sds) was returned and analysis indicated that the device had been used. Additional follow up with the site indicated that the xience prime sds was unable to advance to the moderately calcified and moderately tortuous target lesion. The proximal shaft of the sds separated during an attempt to cross the target lesion. The shaft separation was outside the anatomy; therefore, the separated segment was easily removed from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the shaft of the xience prime stent delivery system was noted to be separated during device preparation. There was no clinically significant delay from this device issue. No additional information was provided.